Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called because she was recently implanted and reported her device has not been working for her. She said patient "had no changes" in her urinary symptoms since surgery. Patient wanted directions on how to connect to her device as she was unable to successfully connect on her own. The patient was instructed how to sync with device and was verified stimulation was turned on. Device showed it was on program 3 at 2.1v. Patient stated she was only given the programmer manual as instructions and she "could never follow step by step". Patient increased her stim to 2.5v over the phone and reported a burning sensation. Patient turned down to 2.4v and left it there. Patient stated she has a follow up appointment with her doctor already scheduled. The patient indicators for use were urinary dysfunction/sacral nerve stim. The patient indicators for use were urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event" in the event description.